Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
It was reported that the ventilator during start up had multiple error codes indicating flash programming error, flow sensor mismatch and flow sensor calibration data out of range or lookup table cannot be read. There was no patient involvement.

Manufacturer narrative:
G4: 19nov2020; b4: 23nov2020. Information was received that the customer received a quote for service/repair of the device, however decided that the unit would be removed from service. No further information was obtain. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.